Event description:
Healthcare provider reports: protime instrument alleged to have given inconsistent pt results. No reference lab results for confirmation. This complaint occurred outside the united states.

Manufacturer narrative:
(B)(4). MFR requested product and is awaiting product return for eval.